Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 27mg/dl, with confusion, unsteadiness when standing and walking, associated with an alleged history settings issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the insulin on board calculation was not showing on the bolus screen. The insulin on board was not turned on in the setup screen. While on the phone with customer support, the reporter was instructed on how to turn on the calculation feature. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.